Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, upon review of the data, the customer's batteries were found to be depleted. Review of the device activity logs showed critical errors which cause low battery errors that prevented the device from completing a charge. This suggests that the end user may have installed depleted or faulty batteries into the device. However, this could not be firmly established as the batteries were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.